Event description:
Dr successfully explanted the filter 6 weeks after implant. Two of the filter arms were missing upon explant, one of which is now in the lung, the other is adjacent to the inferior vena cava. The arm detachments were noted before the removal attempt. The pt is scheduled for 3 month follow-up.